Manufacturer narrative:
The history log showed that the pad-pak had not been successfully installed as no entries are recorded subsequent to dispatch from heartsine belfast. This could have been caused by the battery terminal pogo-pins. The returned pad-pak was installed and the device failed to power on. This confirms the reported fault. A test pad-pak was installed and the device failed to power on. The damaged battery terminal pogo pin was then replaced. On removal, the pogo pin was found to be broken. The returned pad-pak was removed and passed a self-test. The device powered off normally. This indicates the fault had been caused by the broken pogo pin. The sam 350p device was tested on calibrated equipment and delivered test therapy sequence without fault. An acceptable measurement was recorded for the test shock. The device powered off normally with a flashing green status led. Investigation indicates the reported fault can be attributed to a faulty pogo pin. The device performed as expected with a known good pogo pin installed.

Event description:
There was no patient involved in this event. The pad unit will not power up with a know working pad-pak (lot b1102, exp 2-2019)